Event description:
A customer contacted global technical services stating the homechoice (hc) unit was on fire. The technical services representative (tsr) instructed the home patient (hp) to unplug the hc from the wall and then turn the hc off. Baxter's technical service center arranged a swap of the unit due to this condition. The tsr advised the hp to contact the nurse or doctor for assistance programming the new hc. No injury or medical intervention was reported.